Event description:
This lv lead was implanted on (B)(6)2013 and remains implanted at this time. A call was placed to technical services on 05/15/2018 stating that at implant lv impedance was 1,300 ohms and now ranges from 580 ohms to 700 ohms.this event occurred at (B)(6). Patient has no known following physician at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).